Event description:
It was reported that pump displayed malfunction code and fault ID without any notable events prior to occurrence. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received instructions to reset pump, successfully reset malfunction without recurrence, was advised to continue using pump, and was instructed to call back if malfunction code recurred, which customer acknowledged and understood.